Event description:
It was reported that a small volume folfusor leaked around the blue cap at the end of the administrative line. The leak was discovered during an unspecified process step. The device contained 3150mg fluorouracil. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6). E1: initial reporter phone no.(additional): (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B5: the event was discovered by the nursing team when connecting the device to the patient's cannula for administration. H4: the lot was manufactured between september 13, 2023 ¿ september 15, 2023. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.